Event description:
A (B)(6) female pt contacted zoll customer support to report her monitor was displaying a service code. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary - device eval of monitor sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon investigation the monitor was experiencing resets. The cause was liquid contamination inside the monitor. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated monitor. The pt received a replacement monitor.